Event description:
It was reported that bd intima-ii y 22gax1.00in prn/ec slm catheter defective/damaged on (B)(6) 2024, when the nurse was performing a puncture of the indwelling needle for patient (B)(6), she found barbs on the outside of the indwelling needle hose. Continuing to use it may cause harm to the patient, so the indwelling needle was replaced.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review lot#4081473 1-the products of this batch were assembled at intima ii auto line 3 in april 2024, and packaged at r240 package line and cfs package line in april 2024. Work order quantity was 198,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken, and the surface of the catheter is examined under the microscope. No barbs or other abnormalities are found. Penetration force test is carried out on the sample, and the catheter tip penetration force is within the product specifications. Conclusion(s): no abnormality is found on process and retained sample. Because the states of the barbs outside the catheter cannot be identified, the root cause of this defect cannot be determined.